Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 02-oct-2025 investigation summary bd received 5 samples for investigation. Five returned samples were drawn, the cap and stopper assemblies were removed and reattached, and the samples were left to stand for 15 minutes. None of the cap or stopper assemblies popped off. Additionally, ten retained samples were drawn and left to stand for 15 minutes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k3e plus blood collection tubes there were stopper pops off seen in an unspecified number of tube. This caused an unknown number of spills and inability of the automated instruments to collect a sample for analysis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k3e plus blood collection tubes there were stopper pops off seen in an unspecified number of tube. This caused an unknown number of spills and inability of the automated instruments to collect a sample for analysis. No adverse impact was reported regarding the patient or user.